Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the handle of sheath introducer broke when trying to remove. The insert could safely remove, but was difficult because of malfunction.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one peel-away sheath for evaluation. The returned sheath had one tab broken off. The separated part of the sheath was torn along the score line. The broken edges of the body appeared stretched and jagged, indicating excessive force. Approximately 7 mm of the sheath tab remained adhered to the broken tab. A device history record review was performed with no relevant findings. The reported complaint of a broken sheath tab was confirmed by complaint investigation. One of the two sheath tabs was broken and separated from the sheath body by a tear. The edges of the point of separation were jagged and stretched. A device history record review was performed with no relevant findings. Based on the condition of the sample received it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the handle of sheath introducer broke when trying to remove. The insert could safely remove, but was difficult because of malfunction.